Manufacturer narrative:
Follow-up repair information: the field service engineer (fse) evaluated the unit and could not duplicate the customer reported problem of unit turning on/off on it's own. .

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is turning on and off on its own. The customer reported there was no patient involvement.